Manufacturer narrative:
It was reported that a patient underwent a right sided atrial flutter ablation and the patient experienced cardiac arrest that required cardiopulmonary resuscitation (CPR), intubation and intensive care unit (ICU) admission. It was reported that toward the end of the right atrial flutter ablation, the patient's blood pressure dropped. Ablation was stopped; a cardioversion was performed in an attempt put the patient into sinus rhythm. A transthoracic echo was performed, and no cardiac motion was detected. Chest compressions were performed and the patient recovered. The last known patient status was stable, intubated, and the patient was awaiting intensive care unit (ICU) transport. The patient fully recovered. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The potential cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a right sided atrial flutter ablation and the patient experienced cardiac arrest that required cardiopulmonary resuscitation (CPR), intubation and intensive care unit (ICU) admission. It was reported that toward the end of the right atrial flutter ablation, the patient's blood pressure dropped. Ablation was stopped; a cardioversion was performed in an attempt put the patient into sinus rhythm. A transthoracic echo was performed, and no cardiac motion was detected. Chest compressions were performed and the patient recovered. The last known patient status was stable, intubated, and the patient was awaiting intensive care unit (ICU) transport. The patient fully recovered. The physician's opinion on the cause of the adverse event was procedure (heavy sedation) and patient condition (patient had cardiomyopathy).